Manufacturer narrative:
A sus voluntary report form was received (B)(6) 2018- mw5074128. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that review of a merlin.net transmission revealed that the implantable cardioverter defibrillator exhibited backup mode in 2014. Additional information reported that on (B)(6) 2017 the patient received six inappropriate shocks when the device went into backup mode. The patient was hospitalized. No additional information could be obtained due to the complaint being reported without a serial and/or lack of patient information making it difficult to associate a patient to the device.